Event description:
During an internal review of the performance data sheets (pds) for this device, the MFR's director, medical affairs discovered an error in the pds for this device which resulted in an incorrect water flow rate. The dosage calculation was then calculated in error, resulting in the pt receiving a daily dose of heparin 3% greater than was desired. The facility nurse was contacted (12/10/96) and informed of the pds error and increased daily dose. The facility nurse stated that this was not a conceern as the pt's coagulation values were "perfect". Additionally, the facility nurse stated that she would contact the MFR should the situation change. A corrected pds was sent (12/10/96) to the facility nurse.